Manufacturer narrative:
Follow-up #1: date of submission 07/09/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: during investigation, the pump powered on with a fully illuminated display screen. The report of a blank display screen was not confirmed or duplicated during investigation. Review of the black box data revealed one power on reset event recorded on (B)(6), 2014 after the emission of a call service alarm. There was no unexplained power on reset events recorded in the black box data. On examination, the battery compartment and battery cap were intact and without damage. The battery cap fit properly on the pump. The pump was exercised for 24 hours without power interruption or malfunction. The pump was opened for investigation and did not reveal damage, defect or contamination of the interior pump components. Investigation did not duplicate the reported power issue and the pump was found to be operating within required specifications.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging on (B)(6) 2013, the display screen went blank after the pump alarmed for no insulin delivered. The user reportedly changed the battery in the pump and the display screen illuminated. The reporter stated that this same scenario occurred again on (B)(6) 2014, but the display screen did not return after the battery was replaced that time. The pump was reported to have audible tones present. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved.